Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a posterior fixation l5-s1, with an oblique posterior atraumatic lumbar (opal) interbody fusion cage, was performed in (B)(6) 2010. Patient underwent a second operation on (B)(6) 2011, to improve the patient's general condition. On (B)(6) 2011, the patient returned to the hospital with bilateral sacroiliac pain. It was detected that one rod slipped. Patient underwent surgery on (B)(6) 2012, to fixate an additional level. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis implant date reported as (B)(6) 2010. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. Due to some damages at the part it was not possible to measure all dimensions. At all the damages the anodization layer is worn out, which indicates that they were caused post-manufacturing, either during the insertion, in situ or removal. The examination of the raw-material testing certificate and the manufacturing papers shows no deviations regarding the manufacturing process, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. The exact cause of this occurrence could not be defined. The screw head has strong traces of serration at a high angulation. It is possible that the screw head was positioned at its angulation limit. This might have led to a blockage of the head polyaxiality that prevented the head to properly align with the rod when inserting the set screw. So even if the torque limiting handle reached the 7nm during tightening, the saddle might not have pushed the rod fully down which may have contributed to the slippage. Placeholder.